Manufacturer narrative:
This product was manufactured in the u.s. But not marketed in the u.s. (B)(4). Lens not returned.

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticm5_13.2 implantable collamer lens,-4.0/+1.5/17 diopter, in the patient's left eye (os) on (B)(6) 2016. The left eye was implanted with the calculated right eye (od) lens, resulting in refractive surprise. Repositioning surgery is planned for (B)(6) 2017.

Manufacturer narrative:
Lens repositioning was performed on (B)(6) 2017 and the outcome was good. The patient's last visit was on (B)(6) 2017 with uncorrected visual acuity (ucva) 20/25. No similar complaints were reported for units within the same lot. (B)(4).